Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient had a complaint of thinking they were in atrial fibrillation and no increase in heart rate with exercise after the device had reached elective replacement indicator.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).